Event description:
A malfunction was reported with a pump, displaying a "malf 3" code, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy.